Event description:
It was reported that a lcs15 was used during a laparoscopic colectomy procedure. It was reported by the affiliate that the tissue pad fell into the patient. The pad was retrieved from the pt and a new blade was used to complete the case. There was no consequence to the pt.